Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer did not call in at the time the occlusion alarms occurred, therefore, troubleshooting with tandem technical support was unable to be performed. Customer stated that at times blood glucose levels became elevated due to the occlusions. On one of the occurrences the customer's blood glucose level reached 479 mg/dl. Customer delivered manual injections to stabilize blood glucose levels.